Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on the day of the implant procedure, the implantable cardiac monitor (icm) experienced noise and small r-waves. Re-positioning of the device was performed. The device was explanted and is no longer in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.